Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a phaco handpiece indicated an occlusion. No other details provided. Additional information has been requested but none received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The handpiece was manufactured on june 3, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. The visual assessment of the returned sample, revealed dents on the irrigation line. To address the customer reported event of occlusion, a flow rate test found the handpiece to meet specifications. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. An analysis of the data showed no tuning failures after a total of 306 tunes. The returned handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).